Manufacturer narrative:
Device evaluation summary: one cadd solis vip 2120 pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition. Three separate delivery accuracy tests were performed; at least one test was low of the pump's delivery accuracy manufacturing specifications. The customer's reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. The root cause was attributed to the faulty expulsor.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was having volume problems. No adverse effects reported.